Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: the cartridge and battery caps were not returned; therefore, test caps were used to complete investigation. The pump was powered on with the audio tone/vibration appropriately functioning. The reported "blank display" screen was unable to be duplicated. Unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).